Event description:
A customer obtained positive phyt outliers on a vitros 5.1 analyzer in 2007 and 10/22/2007. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that the biased result was due to pre-analytical sample mix-up and that the event on five days later was due to user error. The customer was diluting samples within the assay's reportable (dynamic) range. The vitros 5.1 is operating as intended.